Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The device history record was reviewed; no related non-conformances were found. There is no escalation is required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, with this ev1000 platform, the device displayed values that were not consistent with the patient¿s clinical status. The values shown were incompatible with life. There were the following error messages: "gc below the lower limit" and "low pulse pressure" displayed. The incorrect values were cardiac output (gc); cardiac index (ic) 0.5; stroke volume (vs) 9. The expected values were within an acceptable range, since the patient had no instability. It was later learned that the patient did receive treatment based on the incorrect values at the beginning. They made adjustments to the patient¿s medications but there were no changes to his hemodynamic parameters, so they discontinued the use of the ev1000a. There was no patient injury. The device was not available for evaluation.

Manufacturer narrative:
The product was expected to be returned, however, it was then later confirmed that the device was no longer available. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The ev1000a platform was returned for evaluation. The reported issue was not confirmed by the evaluation. The panel and databox powered up and connected with no errors. The databox was tested on the functional tester and all the tests passed. The databox was reconnected to the panel and connected to a plum simulator. The readings from the databox were within the expected ranges. An engineering evaluation was initiated and completed to assess for any manufacturing-related processes which could be correlated to the complaint. No manufacturing non-conformances were found. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.